Manufacturer narrative:
(B)(4). Date sent: 8/26/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device (c) was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. In addition, eleven reloads were received. The reload ( d) was received unfired. The reloads (e, f, g, h, I, j, k, l, m, and n) were received sterile. The device was tested for functionality in the straight position with the returned reloads (d and e) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reload c: u5d63d, fully fired. Reload d: u5d38e, unfired. Reloads e, f, g, h, I, j, k, l, m & n: u5d63d, sterile. H10: device evaluation.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Lung cancer. What was the surgical procedure? Lobectomy. What anatomical structure was device fired on? Pulmonary vein. Were any staples observed in the surgical field? If so, please describe shape. No / unknown. Did the event occur on the first firing of device or subsequent firing? 3rd firing. Did the patient undergo any preoperative radiation or chemotherapy? Unknown. Was this a vats or open procedure? Open. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? No. Were any clips used in the vicinity of device firing? Unknown. How was the procedure completed? Oversuture of the pulmonary vein and involved pericardium. What is the current patient status? Discharged from the ICU.

Event description:
It was reported that during a thorax surgery, the device only cut but did not staple. Patient lost 5 liter blood. The patient's condition is critical and is being treated in the intensive care.

Manufacturer narrative:
(B)(4). Date sent: 8/19/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device (a) was returned sterile and with no apparent damage and with no reload present. The device was opened and tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The account provided 2 photos images along with the device. This is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: both photos shows a portion of the device from the jaws in opened position with a white reload loaded, the reload can be seen fully fired. Based on the two photos review, the event describe could not be confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.